Event description:
It was reported that, "primary triathlon knee. At the end of the case the surgeon was trying to implant the cr insert and felt that the posterior corner of the insert was deformed and it did not allow him to snap the insert into the baseplate as it should have. Therefore, a new insert had to be used, which snapped in correctly."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.